Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced ventricular fibrillation (vf) and ventricular tachycardia (vt) episodes where multiple shocks were delivered by the device with no conversion of the rhythms. A revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.